Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead oversensed noise. There was no evidence of pacing inhibition with asystole greater than two seconds. The rv lead was surgically abandoned during a routine device replacement procedure. A new rv lead was implanted without incident. No additional adverse patient effects were reported.